Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
Product was provided for investigation. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded for review. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window.

Manufacturer narrative:
(B)(4).